Event description:
Complainant alleged that medics were transporting a pt using monitoring electrodes and a 5-lead ECG pt cable when the device automatically charged the defibrillator to the preset energy level. The medics internally dumped the energy but the device auto-charged energy again. The medics again internally dumped the energy. The remainder of the transport was without further incident. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction.